Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that there was a line through the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2015 with the following findings: investigation revealed that pixels were missing from the display. Investigation revealed the issue was due to a defective display flex. The defective display was replaced with a test display, and the test display was fully functional.